Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at 6:30 am when she obtained blood glucose readings of ¿12.1, 10.0 and 3.0 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she does not take any medication to manage her diabetes and it was not reported if she made any changes to her usual diabetes management regimen in response to the alleged inaccurate results. The patient reported that 2 minutes after the alleged issue began, she developed symptom of feeling ¿lightheaded¿. The patient claimed she consumed cereal with milk as self-treatment for her symptom. No other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csr noted the patient did not have control solution to perform quality control testing. Product was replaced and requested back for investigation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.